Manufacturer narrative:
As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
We were informed of the explant of this device and rv lead, which were replaced with OEM devices. Per the OEM company, the rv lead was capped due to fracture, which caused several inappropriate shocks. There were no specific notes regarding the ICD. This is all of the information that was available. Should additional information become available, this event will be updated.